Event description:
The patient was started on integrilin in the ed. The cath lab noted to be 288 ml/hr with 327 ml infused. The drip was stopped. The pump was programmed to run at the volume to be infused as the infusion rate. The patient's medicaton were adjusted to receive the full dose required. No harm to patient.